Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure the device would not open and close adequately to get around the tissue. When they attempted to fire the device and opened it there was small b-formed staples hanging from the tissue. Another device was used to complete the procedure. There was no pt consequence.